Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 21 mg/dl and 348 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the freestyle neo related to this report is being submitted for purposes related to same and similar reporting. This product has not been distributed for use in the us. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Evaluation: the reported meter was returned with test strip lot 4500163617 for investigation. In addition to the previously reported control solution test results strip lot 4500163617 underwent further investigation that included blood testing and a DHR (device history record) review. The DHR review for strip lot 4500163617 indicated the lot was performing within its performance claims and met the manufacturer's quality specifications prior to its release. Satisfactory results were produced via blood testing for strip lot 4500163617. The complaint was not confirmed and the strip lot reported was found to be performing within specification.

Manufacturer narrative:
The reported meter was returned with test strips lot 4500163617 for investigation. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reported readings were found in th meter's memory.